Manufacturer narrative:
(B)(4). The reported field events of noise and inappropriate therapy were not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. The cause of the reported noise and inappropriate therapy could not be determined.

Event description:
It was reported through remote transmission that a patient received inappropriate atp therapy due to lead noise. The device was explanted and replaced. The patient was in good condition post-procedure.